Event description:
It was reported that a homechoice (hc) device experienced a system error (se) 2267 alarm (air in line) during automated peritoneal dialysis (apd) therapy. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.